Event description:
Info received indicates while testing the bed, the tech found a high ground resistance reading on the power cord plug due to wear.

Manufacturer narrative:
The tech replaced the ac power cord plug to repair the bed.